Event description:
Customer reported they had rec'd a biopsy needle labeled 16cm but package actually contained a 20cm needle. The discrepancy was visually detected. Therefore, there was no pt involvement.